Event description:
Patient presented to the physician with one of the leads eroding through the skin at the chest incision site. Physician tucked the lead beneath the tissue in the clinic, closed the incision, and prescribed antibiotics.

Event description:
After the revision procedure on (B)(6) 2026 to address device erosion, the patient developed an infection at the chest incision site that subsequently spread to the neck incision site. Physician prescribed antibiotics and will re-evaluate in two weeks.

Event description:
Patient presented back to the physician with continued infection. Physician brought the patient into the or, explanted the entire inspire system, irrigated the chest and neck pockets with antibiotic solution, and closed.

Event description:
Patient presented back to the physician with the stimulation lead eroding through the skin at the chest incision site. Physician brought the patient into the operating room, removed the stimulation lead, irrigated the chest pocket, placed a new stimulation lead, and closed. Postoperative antibiotics were prescribed following completion of the procedure.